Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event and treated with gentamycin (dose, route, frequency, and duration not reported). The patient was discharged from the hospital after six days. Antibiotic treatment was eventually discontinued and the patient was reported to have recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).